Event description:
It was reported the patient began feeling weaker stimulation when the stimulation is turned on for a period of time. The battery measurement was 2.69 volts after the ins was on for 3 hours. Impedance readings were normal (811-1093 at 3 volts). Based on the patient's device settings the longevity calculation for the device was 4 months to 26 months depending on the program chosen. The ins was replaced in 2009 due to the "stimulator malfunction" (lack of effect and stimulation fade). The patient outcome was reported as "no injury."